Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a normal change out procedure the physician experienced difficulty removing the right ventricular (rv) lead from the pacemaker. The physician had to use a considerable amount of force for the lead to be removed. During the removal the terminal pin separated from the lead body. Boston scientific technical services (ts) was consulted and recommended that the lead be taken out of service. Since the rv lead still had normal electrical measurements, the physician opted to continue to use the lead with the new device. The rv lead remains in service with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified body fluid contamination within the inner sleeve and calcified solids in both the inner and outer sleeves in the rv lead barrel. Evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead was also noted. The pacemaker passed testing that verifies the performance of pacing and sensing.